Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a spinal surgical procedure. Approximately 15 years post-op, the patient underwent a revision surgery due to pseudoarthrosis at t10. The old hardware was removed and replaced with new hardware. No additional patient complications were reported.